Event description:
This report is based on information provided by remote service engineer rse and is being investigated by the philips complaint handling team. Philips received a complaint on the tempus pro with a firmware issue. The device displayed that firmware didn¿t pass at start up. No patient involvement.